Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g131 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g131 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated they were about 16 seconds into the treatment when the centrifuge bowl broke. The customer stated the break occurred during the purging air phase of the procedure. The customer stated that the top third of the centrifuge bowl was intact while the bottom of the centrifuge bowl was shattered. The customer stated the drive tube was still in place. The customer stated that they disconnected the patient and the patient was stable. The customer will not be returning product for investigation.